Event description:
Generator causing false readings when integrated by analyzer. Readings indicated a potential problem in the pacemaker generator header. The generator gave false readings when hooked to pacer leads - initially causing surgeon to question placement - however analyzer direct on leads gave excellent readings.